Event description:
It was reported that the patient presented to the facility in an unresponsive state.  An interrogation report was reviewed, and it was noted that the left ventricular (lv) lead had possible capture issues.  The lead remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation: dtma1d1 crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.